Manufacturer narrative:
(B)(4). Date sent: 4/6/2023. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the retention pin missing and not returned. The blade tip was not broken off as reported by the customer. Due to the condition of the returned device, we were unable to test on the gen11. No conclusion could be reached as to what caused the retention pin missing. Due to this condition the event reported is confirmed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch #: x9581r. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during laparoscopic myomectomy, it was found that the pin came off. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.